Event description:
A caller reported experiencing cgm error 42 with their #g6sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the pump reset process, resulting in a successful start of the sensor session without further errors.